Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00322. Follow up revealed that the patient's trial leads were explanted on (B)(6) 2017. The patient is no longer feeling numbness.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00322. It was reported that during a trial the patient experienced numbness on their left side from their ribs to their hip. The patient's physician prescribed them predisone. The day after the procedure, the patient stated the numbness was improving. Patient's physician believes that the numbness was from the lead going through the neuroforamen. The patient will follow up with their physician.